Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing causing pacing inhibition. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.